Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.analysis found an inslulation abrasion at 12.0-12.6cm from the distal tip which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device.